Event description:
As reported: witnessed a device malfunction of the scepter mini catheter breaking off the tip during an avm treatment. The tip was left in the subject, parked in the ima at the point of embolization. The subject had no additional complication known and was stable following the procedure. The event was not a clinical case. There was manipulation of the tip to get it parked in the ima. They attempted to snare it using a 4mm and 8mm snare when the tip was in the cca, but it was not big enough and eventually migrated up the eca. From there dr. Decided it was no risk to park the tip in the ima at the point of embolization of the malformation given the tip would not be able to migrate beyond that point.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related non-conformances could not be performed. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.